Manufacturer narrative:
The device is evaluated remotely. Based on the results of the analysis, it was determined that the product is operating per specifications. Provided information to customer, clean defibrillator electrode before performing the operation check. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.